Event description:
It has been reported to the co that during the procedure "the lateral tubing was split at the junction with the introducer." The device was removed and replaced. There is no report of pt injury. The device is being return for the co's analysis.